Event description:
It was reported that the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) experienced an augmentation malfunction, unit not augmenting. There was no patient harm or injury was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during clinical use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) experienced an augmentation malfunction, unit not augmenting. There was no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, b5, e1(initial reporter), e3, g3, g6, h2, h6(problem code), h11 a supplemental report will be submitted upon completion of our investigation.